Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation, the battery charger was resetting. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was due to ingress of an unknown liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the battery charger was resetting.